Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that two or three loss of prime warnings were received just prior to the alleged load step malfunction occurrance.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Noconclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows multiple no cartridge detected warnings. The pump powers on normally, upon the first load attempt, the piston was unable to detect the cartridge. The force sensor calibration reading failed as a result of load step malfunction. The cover was removed and the pcb was inspected, analog multiplexer u4 was found misaligned and shifted on the pc board.